Event description:
It was reported that the pt had a suture granuloma. The pt was seen at an urgent care and was prescribed with a 10 day course of antibiotic (augmentin). The pt reportedly had no infection. Advanced bionics is in the process of gathering more info; once further info is provided a supplemental report will be submitted.